Event description:
It was reported there were telemetry issues. Ins was unresponsive to telemetry attempts by physician programmer, patient programmer, and recharger. The patient was 18mos post-implant of ins. The patient was typically charging 1x / week for 2-3 hours. Different insr and programmer have been tried but this had not resolved the telemetry issue. There was 590 error code in hidden codes.the ins was not responsive following physician mode recharge. The patient noticed loss of telemetry when he went to recharge ins. There was no evidence of overdischarge. They had tried multiple interrogations with the 37743 programmer and 4, full prm (physician mode recharge ). The ins was still not responding to any telemetry attempts. X-ray indicated ins was not flipped. No error messages were seen on any external components. If additional information is received, a follow up report will be sent.